Event description:
The pt reported she had been experiencing sharp pains in her back at the ipg site and sometimes the pain radiates down her leg when she moves around. The pt keeps the system running and could not confirm if the pain occurs when the stimulation is off. The pt is scheduled for a f/u appointment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.